Manufacturer narrative:
Philips investigated the reported complaint. Based on the information collected, the interventional radiology manager repositioned items in the room, including a pole that had been located near the system. Once the pole was moved, the c arm was able to move normally and the procedure was completed. No patient harm was reported in relation to this issue. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. System log file review showed that during the exam period on 27 june, from 15:55 to 16:52, the message ¿warning: larc collision switch activated¿ was recorded 96 times. This warning indicates that the lateral arc collision switch was repeatedly and physically triggered, confirming the reported obstruction. No table related errors or restricted table movements were identified. The cause of the c arm immobility was determined to be user error due to the lateral arc colliding with a pole. This scenario is addressed in the instructions for use (IFU), philips allura xper fd series ¿ basic operation, document version 8.2, section 3.6.3 ¿ stand positioning, which states: ¿when moving the stand manually or motorized, take care to avoid collision with the patient or other objects.¿ the system has been returned to clinical use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Manufacturer narrative:
While investigating the geometry issue, philips determined that the patient death allegation should be reported under MFR number 3003768277 2026 100696 and removed from this report. Philips will continue to investigate the geometry issue under MFR report number 3003768277 2025 006921, and a final report will be submitted upon completion of the investigation. The codes were updated based on the investigation decisions.

Event description:
It was reported to philips that during a cerebral angiography, the user experienced an issue with the movement of the system's c-arm. The report indicated that there was a patient death; however, no further information regarding the alleged death has been provided to date. An investigation into this complaint has been initiated by philips.